Event description:
Event description guidant received information that difficulty was encountered while trying to establish telemetry with this implantable cardioverter defibrillator (ICD). Telemetry was established however an hourglass was exhibited while trying to obtain impedance measurements. No fault codes or warning messages were present. New information received indicates that a memory dump was performed and analyzed. It was noted that this device has undergone sporadic correctable memory corruption and has ceased performing daily measurement tests and hourly memory integrity tests. Additional information received confirmed that this patient has undergone radiation exposure in which the device was not shielded.